Event description:
Based on attorney's report: (B)(6) 2003 - patient underwent hernia repair with composix kugel mesh. On (B)(6) 2008 - patient had a mesh removed after suffering injuries. Patient is said to have suffered pain and permanent injury.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event. No medical records have been provided, no specific device failure has been alleged and no product has been returned. No conclusion can be drawn at this time.